Manufacturer narrative:
A medtronic representative went to the site to test the equipment on (B)(6) 2017. The representative reported that the computer failed start up twice with the same reported issue. The representative reported that the computer for the navigation system was replaced to resolve the reported issue on (B)(6) 2017. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer was received by the manufacturer for evaluation. Testing found that a time out error occurred on seatools testing which then concluded the probable cause of the anomaly to be a hard drive error. The reported issue could not be replicated by medtronic personnel but the hard drive malfunction can be linked to intermittent functionality.

Event description:
A medtronic representative reported that, when starting up the navigation system, the system displayed that no input was present on the screen. The representative reported that they resolved the reported issue by re-seating the dvi cable on the navigation system.

Manufacturer narrative:
Device manufacture date provided.